Manufacturer narrative:
A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 32g 4mm needle had the cannula break off. The following information was provided by the initial reporter :   the consumer reported that the patient end of the needle was missing after the injection. Date of event: (B)(6) 2021. Samples: available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-13. H6: investigation summary: customer returned three 4mm, 32 gauge pen needles from lot 9121956. One of the pen needles had been broken off on the patient end. The break occurred slightly above the distal tip of the cannula hub. The remnants of the needle are twisted backward at a significant angle. The needle is compressed and there is a groove in the pen needle hub¿s plastic. This suggests that enough force had been placed on it to bend it around, compress it into the needle hub, and ultimately sever the needle. High stresses at an angle appear to have been applied to the needle during use, resulting in the needle fracturing in this method. The remaining two pen needles were unopened and did not feature any defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was able to confirm the customer¿s indicated failure of the cannula breaking in 1 of the 3 samples returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause of the cannula breaking may be high stresses accidentally placed on the cannula during use.

Event description:
It was reported that 1 bd pen ndl 32g 4mm needle had the cannula break off. The following information was provided by the initial reporter: the consumer reported that the patient end of the needle was missing after the injection. Date of event: (B)(6) 2021. Samples: available.